Manufacturer narrative:
The provider was contacted for more details of the event. He stated that he had already reported all of the information that he had received from the facility, so he was not able to provide further details, but he indicated that he would reach out to the facility for a formal incident report. The serial number of the bed falls under a medical device recall involving a quality issue with the resistors in the junction box. It was identified that certain junction boxes used in the 5490pmi foot section of the 5410pmi bed could possibly fail resulting in smoke or sparking which can lead to a risk of fire under certain circumstances (e.g. In the presence of flammable materials). The root cause of the failure addressed within the recall was that the junction box supplier used an incorrect resistor component, which did not meet engineering specifications. A junction box replacement kit was sent to the provider for servicing of the bed, and the defective junction box will be returned to invacare and quarantined per the recall process. Should additional information become available, a supplemental record will be filed.

Event description:
The provider reported that the 5410pmi bed was being used in a facility with a patient in the bed, and the facility alleged that they saw smoke coming from under the bed by the junction box.

Manufacturer narrative:
The dealer was unable to obtain any further information from the facility in regard to the alleged failure. On (B)(6) 2018, the junction box was returned to invacare, and it received an expanded evaluation, which was completed on (B)(6) 2018. Visual observations of the junction box revealed that there was no damage to the housing or any of the connectors. There were no signs of discoloration or deformation that would be consistent with an overheating event. To perform functional testing, the junction box was connected to a text fixture consisting of a power source, head motor, bed motor, foot motor, and hand pendant. The head up/down, foot up/down, and bed up/down functions operated properly when each button was individually pressed on the hand pendant. Rapid cycling of each function was also tested in an attempt to overload the system; however, no failures were observed. No smoke or sparks emitted from the junction box during functional testing. Therefore, the complaint was not confirmed.

Event description:
The provider reported that the 5410pmi bed was being used in a facility with a patient in the bed, and the facility alleged that they saw smoke coming from under the bed by the junction box.